Event description:
A complaint was received from our customer regarding a cellex procedural kit leak in the drive tube. The customer did not indicate an alarm had occurred. Due to the blood loss and the pt's complete blood count data, a transfusion was required. The pt was a (B) (6) male who had been receiving extracorporeal photopheresis (ecp) treatments for the treatment of graft versus host disease. During a scheduled treatment on (B) (6) 2010, the ecp operator noted the blood leak had occurred as white blood cell collection was starting, with 1631 milliliters of whole blood processed. The pre-treatment hematocrit was 33.6%. The exact location of the blood leak could not be determined by the ecp operator. The double needle treatment was aborted with no volume from the kit being returned to the pt. The ecp operator noted that the pt's vital signs were stable after discontinuation of the ecp treatment. The estimated total blood loss for the pt was 350 ml. A complete blood count was performed and as a result, the pt received two units of packed erythrocytes. The pt did not require hospitalization.

Manufacturer narrative:
(B) (4). The customer was requested to return the drive tube and data file. The data file was returned, however, the customer was unable to return the drive tube. Review of the data file revealed blood leak alarms. Batch record review indicated there were no deviations associated with this lot and it met release criteria. (B) (4).